Manufacturer narrative:
It was indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed.

Event description:
It was reported that a sheath leak occurred. During preparation for a pulse field ablation (pfa) procedure to treat atrial fibrillation, a faradrive steerable sheath clear was selected for use. During flushing of the sheath, the hemostatic valve leaked. The faradrive sheath was replaced, and the procedure was completed successfully. No patient complications were reported. The sheath is not expected to be returned for analysis as it was disposed.